Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer treated the high blood glucose with insulin pump. Customer's blood glucose value was 395 mg/dl at the time of the call. Customer has been using insulin pump system within 48 hours of reported high bg event. Troubleshooting for high blood glucose was performed. The drive support cap appeared normal. The customer declined to check leaks or air bubbles, site or insulin issues and settings for accuracy. The customer was unable to perform high pressure test. The customer just changed the infusion set. The insulin pump was not returned for analysis.